Manufacturer narrative:
Return requested. Replacement 6-pack battery kit shipped to site. No parts have been received by manufacturer for analysis. Return requested. Three replacement 8-pack battery kits shipped to site. No parts have been received by manufacturer for analysis. Return requested. Replacement mvs interface cable assy shipped to site. Suspect mvs interface cable assy returned to manufacturer on 03/08/2016. Currently under analysis. Return requested. Replacement rear cab breakout panel assy shipped to site. Suspect rear cab breakout panel assy returned to manufacturer on (B)(4) 2016. Findings confirmed reported problem "cable damaged coming out of the circular power connector." Visual inspection confirms lemo connector is damaged. Pin 12 and 6 are loose and bent. Pin 9 is snapped at the shoulder. Ias computer cat 5 cable is cut. And dongle housing is broken. Locking mechanism is broken off. Damaged rear cab break out. Note: cable damaged coming out of the circular power connector. This cable has been cut. Failure: connector damaged - electrical failure . On (B)(4) 2016 a medtronic representative performed a navigation system check-out, mechanical, navigation, cable grade, safety inspection and software areas passed. Imaging modalities test failed. Failure: broken pin on rear panel of imaging system where the umbilical plugs in. Replaced rear panel assembly and umbilical cable. System passed all testing. Imaging system performed as intended. On (B)(4) 2016 a medtronic representative, following-up at the site, reported replacing the rear panel assembly and the umbilical cable, this resolved the issue. System check-out completed.

Event description:
A medtronic representative reported that, while in a spine procedure, the site took their 2d shots, using an imaging system, and then unsuccessfully attempted to take a 3d spin. The surgeon opted to discontinue the use of the original imaging system and brought in their spare imaging system to continue the procedure to completion. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect mvs interface cable assy finds that the cable successfully passed bench gbit and 100t communications testing, as well as continuity testing. Visual inspection at that time was unable to confirm a pin or other foreign material in the connector. Visual inspection performed again prior to installation in test system also verified no foreign material in the connector. Installed mvs interface cable in the imaging test system and the system operated as expected; charging, 2d and 3d imaging as well as communication were successful. No problem found. Testing was unable to replicate the reported issue with the interface cable. As previously reported the rear cab breakout panel assy was found to have caused the issue.